Event description:
It was reported that this pacemaker had recorded two signal artifact monitoring (sam) episodes. The sam vector automatically switched first and the minute ventilation (mv) feature was automatically disabled a couple of days later. Boston scientific technical services reviewed the available data, and the root cause was that the patient needs to be seen to have the device interrogated with the new programmer as mv sensor was switched due to atrial tachy response (atr) episodes. This should be resolved with the upgraded programmer software. The plan is to activate the sensor again and continue to monitor the patient. There were no adverse patient effects reported. The device remains in-service.

Event description:
It was reported that this pacemaker had recorded two signal artifact monitoring (sam) episodes. The sam vector automatically switched first and the minute ventilation (mv) feature was automatically disabled a couple of days later. Boston scientific technical services reviewed the available data, and the root cause was that the patient needs to be seen to have the device interrogated with the new programmer as mv sensor was switched due to atrial tachy response (atr) episodes. This should be resolved with the upgraded programmer software. The plan is to activate the sensor again and continue to monitor the patient. There were no adverse patient effects reported. The device remains in-service.